Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer dropped the ilet and the lure connector snapped, after which the customer used a screwdriver to remove the broken connector and cartridge and then changed supplies, resuming insulin delivery with a blood glucose of 153 mg/dl and no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included continued insulin delivery and shipment of replacement supplies, with a request initiated to obtain a new prescription for contact detach infusion sets and a goodwill order planned once documentation is on file. Investigation included customer care troubleshooting and education. Investigation of this case revealed physical damage to the lure connector consistent with accidental impact, with successful resolution through supply replacement and user-guided steps. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage due to accidental drop.